Event description:
It was reported that customer was hospitalized due to low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 21 mg/dl at the time of incident. The customer¿s current blood glucose value was 278 mg/dl. The customer treated low blood glucose value with glucose tablets. The customer was using auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did not allege over delivery on insulin pump. Customer reported insulin pump was not worn during a medical procedure. Customer reported programming is accurate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.